Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the hvad pump, controller, driveline extension cable (lot# d000011), and controller ac adapter were received for evaluation. No performance allegations were made against the driveline extension cable (lot d000011) and controller ac adapter (B)(6)). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller (B)(6)), driveline extension cable (lot d000011), and controller ac adapter (B)(6)) revealed that the devices passed visual examination and functional testing. Failure analysis of the returned pump (B)(6)) revealed that the device passed visual examination, functional testing, and dimensional verification. Review of the controller log files revealed two (2) vad stopped alarms logged on (B)(6) 2019 indicating that the pump failed to start after multiple attempts. Additionally, high power consumption was noted at the time of the vad stopped alarms. As a result, the reported vad stop and "unusual parameters" events were confirmed. Considering that the returned pump, using the returned driveline extension cable, met pre-implant test power consumption requirements per the instructions for use (IFU), the reported event can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. An internal investigation is ongoing for events related to pre-implant wet test failures. Based on the available information, there is no evidence to suggest that a device malfunction occurred. The most probable root cause of the reported event may be attributed to insufficient de-airing during pump pre-implant test. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / expiration date: 31-jul-2019 serial or lot#: (B)(6) UDI #: (B)(4) d10: yes, return date: 19-dec-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 19-jul-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c62859 h6: FDA method code(s): 4310, 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not received for evaluation. Review of the controller log files revealed two vad stopped alarms logged on (B)(6) 2019 indicating that the pump failed to start after multiple attempts. Additionally, high power consumption was noted at the time of the vad stopped alarms. As a result, the reported vad stop and "unusual parameters" events were confirmed. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the reported event can likely be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. An internal investigation examined events related to pre-implant wet test failures. The most probable root cause may be attributed to insufficient de-airing during pump pre-implant test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Product event summary: the hvad pump, controller, driveline extension cable, and controller ac adapter were received for evaluation. No performance allegations were made against the driveline extension cable and controller ac adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, driveline extension cable, and controller ac adapter revealed that the devices passed visual examination and functional testing. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Review of the controller log files revealed two (2) vad stopped alarms logged on 14/oct/2019 indicating that the pump failed to start after multiple attempts. Additionally, high power consumption was noted at the time of the vad stopped alarms. As a result, the reported vad stop and "unusual parameters" events were confirmed. Considering that the returned pump, using the returned driveline extension cable, met pre-implant test power consumption requirements per the instructions for use (IFU), the reported event can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. Capa00269 investigated events related to pre-implant wet test failures. Based on the available information, there is no evidence to suggest that a device malfunction occurred. The most probable root cause of the reported event may be attributed to insufficient de-airing during pump pre-implant test. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacture because it was not working properly during wet test. The controller subsequently tested out of specification during manufacture's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the wet test there was a ventricular assist device (vad) stop, a vad stop alarm and unusual parameters. The vad was set at 1800rpms, however it reached 240-440 rpms and vad stopped. Controller and driveline cables were exchanged, and the issue remained. It was decided to exchange the device and the issue was resolved. No patient complications have been reported as a result of this event.